Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "facility has had 4 recent events involving IV tubing end breaking when disconnecting from the IV line. In all events, the tubing was attached without a needless adapter. All events reported difficulty in disconnecting and when able to disconnect, the end of the tubing broke off and was lodged in the IV and unable to be removed. One line was discontinued with no need to restart, one PICC line needed to be replaced, one lumen of a cvl was unable to be used. 2 events occurred in (B)(6) 2018, 1 event in (B)(6) 2018 and the other event occurred early in 2018." An incomplete date of event of (B)(6) 2018 was provided. The customer reported that the set was in use for approximately for 2 hours; the PICC line was disinfected with alcohol and drying time was 30 seconds prior to attaching it to the PICC line. There was no report of patient harm.